Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that during ercp for stone removal, the physician advanced the duodenoscope distal end to duodenal papilla entrance. User flushed the wire guide lumen of device and flushed the wire guide before entering into wire guide lumen sufficiently and soaked with gauze. User utilized sphincterotome and wire guide to gain access to common bile duct at duodenal papilla beside diverticulum within 7 minutes. There were multiple missing parts [stones] at middle and lower common bile duct under radiography with largest one around 8mm diameter. The physician then cut the duodenal papilla with the sphincterotome device, and nurse assisted to pull the cutting wire, but detected the cutting wire broken under endoscopic view. The physician left the wire guide in place and retracted the sphincterotome device immediately, then changed to a new sphincterotome and advanced it through the wire guide to cut the duodenal papilla, then remove the stone with basket, and clean the stone with balloon, and placed the nasobiliary drainage in place, and the procedure was completed. There was no reportable information at this time. Our evaluation of the returned device on 9 jul 2024 determined that the anchor has separated from the tip without detachment. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. The cutting wire has bent. A clear substance was observed within the catheter and on the cutting wire. A brown substance was noted on the cutting wire. The catheter has torn near the distal green band where the cutting wire securing component exited the catheter and has torn at the proximal blue band where the cutting wire has torn through the catheter proximally. A bend was noted in the catheter 143.0cm distal from the purple shrink tubing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter (w/o detachment). A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.